Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "the serum tube (yellow cap) for donation 73230230172 collection: 806885 (apt) lot : 2199884 is deformed. The tube cannot be put on the machine."

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for bowed tubes was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of bowed tubes was not was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.